Event description:
It was reported to boston scientific corporation in 2008, a physician was performing an endoscopic retrograde cholangiopancreatography (ercp) procedure. (Patient age and weight unknown). According to the complainant, a .025 jagwire was in place. The user went to backload the stent and the wire went past the escape valve and did not come out. When the user went to pull back on the stent, they had no control of the wire causing a loss access to the common bile duct. They were unable to regain access to the common bile duct and the procedure was aborted. Patient was referred for ptc.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Product unavailable for analysis.